Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead had some far field noise that was not oversensed and some other noise that was being oversensed. There had been no issues 2 years ago, when the patient was last checked. According to the healthcare provider health care professional, noise was reproducible and inappropriate mode switching was observed. The pacemaker sensitivity was programmed from 0.75 millivolts (mv) to 1 mv, then it was programmed to no longer sense the ra lead. The patient could not atrial pace though and felt palpitations. The patient was also dependent in the ventricle. Additional information was reported indicating that the ra lead threshold had increased and the lead was ultimately removed and replaced, as a result of the noted issues. No additional adverse patient effects were reported.